Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Bleeding is a known complication of a peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, after the procedure, the patient reported severe abdominal pain. A computed tomography (CT) scan of the abdomen was performed on (B)(6) 2019, but no issues were found. The physician performed a laparotomy and discovered a ruptured vessel inside the stomach, possibly caused during the peg-j insertion. The patient was admitted to ICU post-laparotomy and was intubated. The patient also developed hypotension on (B)(6) 2019, and the duodopa medication was discontinued until the patient is hemodynamically stable and extubated.